Event description:
Reporter called to state she received a recall letter from (B)(6) pharmacy. She states her device never showed to have any issues and no adverse events noted. She will be contacting trividia health.